Event description:
The customer reported that during use of this suture hook, the distal portion broke in the back portion of the pt's shoulder. The surgeon did not remove the broken part at this time because there was too much swelling. The pt underwent a second surgery in 2009 to remove the broken portion of this suture hook. The user reported that following the second surgery, the pt is doing fine.

Manufacturer narrative:
Investigation results: an investigation of this unit is unable to be performed because it is not available. This suture hook is a limited reuse device and customer was unable to provide the number of uses for this unit. The instructions for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increase risk of hook or needle breakage and unintentional pt injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional pt injury may result. Precautions: do not exceed five procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.